Event description:
It was reported that during parimary ptca, the crossail was used to predilate the lesion at 3 atm when an evident contrast flow was seen on the monitor. The pt underwent a seven minute no reflow episode, recruiting also the proximal segment of the lad and the first diagonal branch, with evidence of severe hemodynamic instability. Norepinephrine and nitroprussiate were infused intracoronary. The procedure ended with deployment of a stent. Timi 3 flow and good pt conditions were observed.